Event description:
Physio-control is investigating the reported failure of inductor l1 on the angelina pcb assembly of lp1000 devices. A failure of l1 inductor will cause loss of dc operation. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.